Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized for high blood glucose and keytones. The customer declined to troubleshoot the insulin pump at the time of call. However, the alarm history was reviewed and revealed a low reservoir alarm.